Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 700 mg/dl. The customer also experienced nausea. Unable to troubleshoot with the caller as the customer had removed the battery from the insulin pump. Advised the caller to have the customer call back for troubleshooting at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.